Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No further information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to clinic for a routine visit. Labs were performed and results indicated that the patient¿s lactate dehydrogenase level was 1152 u/l. There were no heart failure symptoms and no alarms were reported. The patient was clinically stable and was placed on coumadin and aspirin. The patient¿s inr was 2.4 at the time of the event. The patient was admitted for monitoring. The echocardiogram results were negative for thrombus. No further information was provided.

Manufacturer narrative:
The explanted device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2016, the pump was received by the manufacturer. No information regarding a pump exchange was provided by the customer. Further information was requested but not provided.

Manufacturer narrative:
The evaluation of the returned device could not conclusively determine the cause of the reported event. Examination of the pump¿s blood-contacting surfaces found a very small, red, tissue-like deposition in the outlet stator. The deposition was loosely seated between the outlet bearing and one of the stator blades. The tissue did not show any laminated layering or denaturing, indicating it did not form in the outlet stator. Examination of the pump¿s rotor found faint contact marks on the outlet bearing cup, indicating that the deposition was likely present while the pump was operating. The evaluation could not conclusively determine how long the deposition had been present and a direct correlation to the reported elevated lactate dehydrogenase level could not be determined. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.